Event description:
Customer states the use by date on the test strip vial for the active system is 5/07; MFR's database and batch record confirmed the actual use by date to be 3/07. No adverse event reported. Requested return of suspect device and replacement was sent.